Event description:
It was reported through the patient outcome that the patient expired awaiting heart transplant with a left and right ventricular assist device. It was reported that the patient had right ventricular failure. It was said the device was operating within normal parameters at the time of the event and that the outcome was not device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported on (B)(6) 2026 that the cause of death was multi-organ failure, and the patient was put on comfort care.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Heartmate 3 left ventricular assist system, serial number (B)(6), was not explanted and was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists adverse events that may be associated with the use of the heartmate 3 lvas, including death, right heart failure and multiple types of organ failure and dysfunction. No further information was provided. The manufacturer is closing the file on this event.